Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient suffered a perforation during the procedure. The patient¿s blood pressure was declining and under fluoro the physician noted decreased motion of the heart. A ultrasound was ordered and a pericardial effusion was noted. A pericardiocentesis was performed and about 500cc of fluid was removed from the pericardial space. The procedure was aborted. The patient is stable at that time. The physician¿s opinion on the cause of this adverse event was transeptal puncture and the customer used brk-1 needle product for transseptal puncture. Since the bwi product was present during this adverse event, bwi takes conservative approach and report this event under bwi product.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The concomitant products: the carto 3 system (serial # unknown), stockert 70 (serial # unknown) and the coolflow pump (serial # unknown) were utilized in the procedure. The customer also stated that a lasso catheter d134301 (lot # 170140930l) and cs catheter bd710df282ct (lot# 17050319m) were also used in the procedure. (B)(4).